Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge disc/flag issues has been completed. The device logs from the reported complaint date revealed that the console issued the purge disc not detected alarm. The console was tested and the issue with properly detecting the purge pressure disc was reproduced, the purge flag was confirmed to be broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown age/race/ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) showed "purge disk not recognized." There was no reported patient harm.